Event description:
It was reported that capsular contracture is baker grade iii-IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.3. Reason for reoperation: capsular contracture, baker grade iii-IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient complaint of capsular contracture (baker grade iii-IV), breast pain, increasing deformation and anxiety of having bia-alcl. Tissue of capsule were sent to pathology department for testing of bia-alcl. The device was explanted. Right side.

Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified a crease fold, cloudy in the gel and weight within specifications. Voids were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient complaint of capsular contracture (baker grade is unknown), breast pain, increasing deformation and anxiety of having bia-alcl. Tissue of capsule were sent to pathology department for testing of bia-alcl. The device was explanted. This record is for the right side.